Event description:
A doctor reported that cannulas were falling into patients mouth due to fit issues and they had to suction or finger sweep them out of the mouth. The doctor stated that no patients were injured.